Event description:
It was reported by service report that the foot end brakes would not engage properly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Cotter pin, rue clip.